Event description:
Alleged event: it was reported that the clips do not close. The issue was detected when the device was tested; it is unclear if the device was used during a procedure. The patient's condition is reported as unknown.

Manufacturer narrative:
The device history review for the product hemlock l clips 6/cart lot #73d1400390 did not show issues related to the complaint. The manufacturer will continue to monitor and trend related complaints.